Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a 1.5 x 6 mm trek balloon. Additional dilatation was then attempted with the 1.5 x 12 mm trek; however, a balloon rupture occurred during the second inflation at 14 atmospheres (atm) for 5 seconds. It was noted that the balloon was prepped inside the patient anatomy. A 2.0 x 15 mm trek balloon and a 2.5 x 15 trek balloon were used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, whisper ms. Guide cath: axess jl3.5 6f. Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the inflation lumen and in the balloon consistent with the reported information that the balloon was inside the patient anatomy. The balloon was loosely folded indicating that it was inflated as reported. There was a kink in the bayonet portion of 8.2 cm proximal to the guide wire exit notch. There were multiple bends in the hypotube distal to the strain relief tubing. Since there was no mention of any kinks or bends during device preparation before use, the observed kink/bends were most likely due to handling during packaging to return the product to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a tear in the outer member 1.5cm proximal to the proximal seal. There were longitudinal scratches proximal to the tear for a length of 4mm. The balloon by itself was inflated to rated burst pressure (rbp) with no leak noted to the balloon. This did not confirm the reported information that the balloon was ruptured. It was probably thought that the balloon was ruptured when it failed to inflate due to torn outer member. Factors that can contribute to the observed damages on the catheter (torn and scratches on outer member) may include, but are not limited to, damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all catheters are 100% visually inspected for damages and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use and the balloon was inflated to rbp in the first attempt, which would suggest that the catheter was not damaged prior to use. Reportedly, the lesion was 99% stenosed, moderately tortuous and heavily calcified which may have contributed to the reported difficulties. It is most likely that the outer member was torn/scratched by interacting with the guiding catheter during advancement to the challenging lesion such that the shaft leaked on the second attempt to inflate. Reportedly, the catheter was prepared for use inside the patient anatomy. It should be noted that the mini trek instructions for use (IFU) instructs the users to prepared the device outside of the patient anatomy. It is highly unlikely that preparation inside the patient anatomy has any effects on the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and revealed no similar incidents reported for inflation issues, leaks or torn outer member. There is no indication of a product quality deficiency.